Event description:
User received several pts with zero results for bun, calcium alkaline phosphatase and glucose which, when repeated, gave results in the normal range. No specific data and number of pts impacted, was not provided. Only the following specific discrepant result was provided: initial calcium result 8.1 mg/dl, repeated 9.4 mg/dl. Erroneous results were no reported. The field service rep found the cause of the discrepancy to be a missing reagent probe guard which was replaced. Performance tests were performed and within specification.